Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Explant date:(B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 16354330.

Event description:
It was reported that the patient was not getting enough coverage. It was also reported that the patient had difficulty keeping the ipg charged. All device components were explanted and were discarded.